Event description:
Same cases as : 212134265-2014-05263 and 2134265-2014-05264. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an intravascular ultrasound (ivus) in-service procedure. During the procedure, the physician attempted to perform pullback however, the bsc sled failed move in 3 out of 7 runs while being attached to the motor drive unit (mdu). Moreover, the mdu failed to perform automatic pullback on some runs. No patient involvement reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).